Event description:
It was reported that while advancing the rocket over another co's guide wire, it was noted that the clear plastic tip of the catheter had separated. The separation occurred prior to entering the pt's anatomy.